Event description:
The customer called in for help with his meter. While troubleshooting, he ran normal control tests and had a low result of 22 mg/dl. The normal control test range is 87-117 mg/dl. The customer did not allege any adverse events. The meter and strips are to be returned for evaluation, and replacement product will be sent.